Event description:
The patient reportedly has experienced sound quality issues and intermittencies between the external equipment and thecochlear implant. The patient was seen for device evaluation. External equipment was exchanged. However, the reported problem was not resolved. In 2006 the patient was seen by a company representative for device evaluation. Testing performed confirmed that the patient's device was no longer functioning. The patient's cii device was explanted.